Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the investigation.

Event description:
(B)(4).

Manufacturer narrative:
An investigation was performed based on the gathered complaint information. Arjohuntleigh has become aware of the customer complaint indicating that at as a consequence of lifting procedure, using the chorus lift, the resident received a serious injury described as a humerus fracture. According to the information that has been reported by the customer, the involved standing aid and the supporting sling put a large amount of pressure on the patient's body leading this incident to occured. When reviewing the reportable events for chorus and similar active lifts: encore / sara plus devices, we have found a number of cases related to the failure: patient not suited for use with the device, since only that might be stated as relevant, according to the investigation findings. The occurrence rate of reportable complaints with this fault description is relatively low. When the event occurred, the device was used for treatment of a person, and therefore it played a role in the reported event. Following the information reported by the customer facility, no device malfunction was stated. In order to assess the condition of the claimed device and confirm if the system had adhered to the specification requirements at the time of the incident, we (arjohuntleigh) have made a few attempts to receive an permission to evaluate the device. Despite our best effort, the customer facility appeared to be taking a more restrictive approach, not responding on our voicemails. In respect to this information, this may be a sign that we may end up with some questions unanswered. Based on the limited information collected and complaint history for similar products, this type of scenario is considered to occur as a result of incorrect patient assessment prior using the device. As per our investigation, this factor also seems to be most contributing. Please note that the chorus is an active resident lift. This means that the patient is intended to have an active participation in the transfer process - from raising the patient to the standing position to the transfer with the lift. In other words, the intended user group as indicated in the device labelling, is mentally and physically capable of at least partial standing capability and stability. During the course of the investigation, it was confirmed that the involved resident suffers from a number of diseases: hemiplegia, vitamin deficiency, anemia, atrial fib, urinary tract infection. This fact clearly suggests that the patient involved in this incident may be prone to injury. What is more, following the information reported by the customer, the sling and lift put a large amount of pressure on the patient's body. On the other hand it was confirmed that while the incident occurred, the supporting system had been attached correctly. This may point out that the patient's weight was not distributed equally. With respect to this information, the patient's pre-existing health condition might be considered as most relevant factor explaining the outcome reported. Based on the above, arjohuntleigh assumption is that the facility staff was not aware about the importance of the professional patient assessment, which should be carried out by a qualified nurse or therapist, before lifting process. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. Nevertheless, as the claimed device was not allowed to be put through arjohuntleigh technician inspection, we cannot state without ambiguity if only this factor might have led to the reported incident or not. We find this complaint to be reportable to the competent authorities.